Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 468 mg/dl. The customer¿s customer's blood glucose was 468 mg/dl at the time of call. The customer was treated, his high with manual injections. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Troubleshooting was performed and noticed insulin exited and no leaks was present as well as air bubbles look normal. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.